Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and the keypad was unresponsive. Blood glucose level at the time of the incident was around 80 mg/dl. During troubleshooting, the customer inserted a new battery and received a power loss alarm, cleared it, and stated that the device was functioning normally. The insulin pump was not replaced or returned for analysis.